Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse inspected the unit and checked the event log where it was found that the touchscreen was not calibrated. So, in order to fix the issue, the fse calibrated the touch screen. The fse performed functional checks according to service manual and the unit was returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to patient use, the cardiosave intra-aortic balloon pump (iabp) had a power up test fail code #6. There was no patient involvement.